Manufacturer narrative:
Outcomes to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was not working and the patient couldn't urinate. The patient confirmed that by not working the patient meant the device was not helping with their symptoms. The patient was getting the sensation to urinate but was not able to urinate. The patient had  been to the emergency department for their symptoms. The patient didn't know the date the symptoms started but the symptoms had been really bad the last 3-4 days. The patient had increased stim many times. The last time they changed programs the hcp told them to stay on that program for 2 weeks and it had been 2 weeks. Patient services reviewed how to change programs. The patient was able to change programs and increase stim to where the patient could feel stim. The patient was redirected to their healthcare provider to further address the issue. There were no device issues reported, and no further patient complications reported at this time.